Event description:
It was reported that the patient had inadequate pain relief and the implantable pulse generator (ipg) would no longer fully charge. The patient underwent an ipg explant procedure. No further information could be obtained despite good faith efforts.